Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr stuck in lesion occurred. The stenosed target lesion was located in the left anterior descending artery. A 1.50mm rotalink plus was used to treat the target lesion and was able to ablate through the lesion and worked fine. On the second ablation, the device was stuck in lesion and could not be removed. The procedure was not completed due to this event. The patient was sent for emergent bypass surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via facility medwatch (B)(4) that during mechanical rotational atherectomy, burr was not functioning properly causing a perforation to the left anterior descending artery. Cardiologist stated that the rotablator device malfunctioned in that it would not engage, so it would not spin correctly.